Event description:
Complainant alleged that during the incoming inspection of the product, the device inappropriately caused the defibrillator to self charge. The complainant indicated that there was no patient involvement in the reported failure.